Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The self expanding stent system (sess) was returned with blood on the sidearm, consistent with handling. There was saline on the tip. The stent implant was returned partially deployed 8 mm over the tip. There was no damage noted to the stent implant. The outer tube was retracted 4 mm proximal to the tip crown. There was no damage noted to the sess. The tuohy borst valve was in the locked position. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, it may be possible that the premature deployment is related to handling and/or inadvertently pulling on the tuohy borst adapter, which is consistent with the outer tube being retracted 4 mm proximal from the tip crown; however, this could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that the stent implant was found to be partially deployed when it was removed from the packaging. The device was not used on the patient. No additional information was provided.